Event description:
It was reported that the guide wire became stuck inside another company's dilatation catheter. It was reported that this occurred during the removal of the device, after the balloon had been inflated. The guide wire and the balloon were removed as a system. No patient effects were reported. This is being reported based on the returned device analysis which revealed a separated shaping ribbon.